Event description:
Revision surgery - the patient recently had a revision performed on their reverse shoulder prosthesis. Upon discharge, the patient fell and the 40mm glenosphere dissociated from the baseplate. The glenosphere, shell, and insert were removed and the new parts were implanted.

Manufacturer narrative:
The reason for this revision surgery was due to dissociation between the baseplate and the glenoid head one week after the prior operation. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). A review of the product complaint report history shows there were other complaints for both the same rsp baseplate and glenoid head. Those cases do not relate to a contributing factor in this product complaint since trauma was the result of the dissociation. The root cause of the dissociation was the patient fell, and the trauma led to the disassembly of the shoulder system devices.